Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. This lead was surgically abandoned due to fracture and was successfully replaced. No additional adverse patient effects were reported.